Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned as the shunt remains implanted. At the three month postoperative visit the shunt was no longer indicated as touching the iris. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested. (B)(4).

Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, the patient had a shallow anterior chamber and the shunt was touching the iris. The patient also had hypotony. The patient was treated with a sympathomimetic amine eye drop solution. At the three month postoperative visit the shunt was no longer indicated as touching the iris. The surgeon blames the initial event on the insertion angle of the shunt into the patient's narrow corneal angle. The shunt remains implanted and the patient will continue with normal follow up appointments. Additional information was requested.

Manufacturer narrative:
The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There has been one similar complaint for the lot; there was no harm to the patient and the shunt has remained in the eye. (B)(4)